Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that child patient experienced an event of infusion set bent cannula which led to high blood glucose from on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose which was high and patient treat it with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.